Event description:
Loss of osseointegration, blood coagulation disorder, smoker, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, biomechanical overload, peri-implantitis, pain, mobility, spontaneous explantation.